Event description:
The patient's pump was refilled in 2009. Sometime after the refill, the hcp increased the morphine daily dosage from 10 to 14 without adjusting the refill date from 2 months. The patient experienced withdrawal. The patient had a return of pain, felt sick, was unable to move his legs, and had arm and leg spasms. The patient was delirious. The patient went to the emergency room and was admitted to the hospital at about 10 days prior the refilling date. The pump hadn't been checked in the hospital. No alarms were heard. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.